Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-00386. It was reported the patient plans to undergo surgical intervention due to receiving inadequate pain relief.

Event description:
Device 1 of 2 - reference MFR. Report#: 1627487-2018-00386.

Manufacturer narrative:
Report number were referenced in the initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00386. Follow-up revealed the patient's scs system was explanted.